Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, surgery was performed at another hospital regarding burst fractures at l4 and spondylolysis at l5. The expedium lis-viper system was used to fix l2-s. On (B)(6) 2018, re-operation was performed due to spinal canal stenosis at l5-s and loosing of the screw at s. The procedures taken by the surgeon were as follows. All screws (part#: unk) at l2-l4 were removed. The screw (part#: unk) at s was removed due to loosening to replace with new one. Two (2) x set screw (186715000, lot#: 105880) were confirmed to be loosened at l5, so they were removed to replace with new ones. The fixation at l5-s was successfully completed without any delay. The surgeon comments that the correlation was unknown between loosing of the set screws and the patient¿s case (spinal canal stenosis).

Manufacturer narrative:
Product complaint # (B)(4). The mis single inner set screw was returned for evaluation. Visual examination of the set screw revealed signs of operative use as evidenced by superficial markings, with threads and drive feature slightly worn by operative usage. Rod striations were observed on the set screw suggesting that the set screw was seated and tightened properly. A device history record review found no issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review. With the information provided, a definitive root cause of the loosening of the set screws cannot be determined. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. As no issues could be identified in the manufacturing or release of this product, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.